Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced during the third party evaluation. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
The third party distributor on behalf of the customer reported to olympus, the evis exera iii bronchovideoscope had a b30 error message. The issue was found during preparation for use, the intended diagnostic procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that the b30 error could not be reproduced, the scope was working appropriately. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.